Event description:
IV treprostinil patient. Patient's spouse reported mid (B)(6) (around (B)(6) patient received a new central line. Spouse stated previous site went bad, while in hospital patient had PICC line until the new central line was placed. Spouse not sure of the type of number of lumens and stated it was the same like before. Per spouse, everything went well. No other dates are known. No other information is known. Unknown dates or length of stay at hospital. Reported to (B)(6) by: patient/caregiver.